Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device issue was "no power output and noisy ECG on pads". The device was reported as being in clinical use at the time of the event. It was unknown at the time of the reporting if the incident occurred while in patient use. It was reported that no patient or user was harmed or experienced an adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.